Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 4.00 x 20mm stent delivery system was returned for analysis with the hub cut off. A visual examination of the stent found stent damage. Struts in the proximal stent region were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found that the hub had been cut off and not returned. The catheter measured at 1440 cm in length from the point where the hub was cut off to the distal tip. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous distal right coronary artery. A 4.00 x 20mm synergy xd drug-eluting stent was advanced using a non- boston scientific guide extension catheter. However; the device got caught at the guide catheter's entrance part and it was observed that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous distal right coronary artery. A 4.00 x 20mm synergy xd drug-eluting stent was advanced using a non- boston scientific guide extension catheter. However; the device got caught at the guide catheter's entrance part and it was observed that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.